Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that during a blood transfusion, the line began to leak blood at the site where the tubing from the bag meets the drip chamber. The nurse went to fix the line as the pump was alarming and as soon as she touched the line she realized that she had blood all over her hand. She claimed to have had a paper cut on that hand from earlier in the week. The nurse checked with her facility's on call workplace health and safety nurse, the safety nurse indicated that there was no further follow up needed since donated blood is so heavily tested.